Event description:
It was reported that the log files captured low voltage hazard/no external power events 0n (B)(6) 2025 at 0703 while using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. No other unusual events were noted in the log files.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 3 days (27dec2025 ¿ 29dec2025 per time stamp). On 29dec2025 at 07:03:30 the no external power alarm activated while connected to the mpu due to both white and black lead voltages dropping to ~1v. This was consistent with a loss of ac power. The alarm cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. It is unknown if the mpu had a v-lock connector, if the ac power cord came loose, or if there was a loss of power to the house. The serial number of the unit is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records could not be reviewed due to the serial number of the mpu being unavailable. No further information was provided. The manufacturer is closing the file on this event.